Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 15(the critical block and inverse critical block did not add to zero), pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thump. No pump error 53 alarms during testing. Pump error 53 was present in the history download on (B)(6) 2024 18:56:26.000 (file number: 11584; line number: 8192) due to exception on main mcu - suspecting the hw (bum). Pump error 15 alarm was found in the history files on (B)(6) 2024 02:29:24.000 (file number: 0; line number: 1938). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Pump error 53 was confirmed due to exception on main mcu - suspecting the hardware (bum). Pump error 15 was confirmed due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.